Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to feeling lightheaded. Due to the presence of a cardiovascular implantable electronic device (cied) a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right ventricular (rv) lead displayed one ventricular oversensing event on the presenting rhythm. It was noted that there was no other oversensing observed, no episodes, and the rv lead trends were stable. The lead remains in use. No patient complications have been reported as a result of this event.